Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion". Customer statement: "end user started therapy at 11pm on (B)(6) 2023 with 8700140sp at 10ml/hr and vtbi of 100mls but discovered that at 7.30am of (B)(6) 2023 that the burette still had 100mls. Users want to find out if there is any issues with the roller clamp at the spike and if it is not fully clamped, will it result in such underinfusion incidents."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A space line was inserted and the infusion started with a rate of 10ml/h and a volume of 100ml at 10:52 pm. On the next day at 05:17 am the infusion was stopped by the customer. At this time, 64,07 ml has been infused. No other abnormalities were found. The complaint could not be confirmed. Information from the IFU: the drop sensor provides an additional safety function and is therefore particularly recommended in connection with low delivery rates (10ml/h)